Event description:
It was reported that during a davinci si prostatectomy procedure, the customer noted the prograsp forceps instrument was found faulty. The surgeon used a cobra grasper instrument to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument intuitive motion was not functioning due to loose pitch cable found at the distal clevis hub. The loose pitch cable was also found to be frayed. The clevis did not exhibit any damage or wear marks. Upon housing removal found a pitch cable loose at clamping pulley, but no loose clamping pulley screw was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.